Event description:
Customer reported a recurring malfunction identified by code malf 12 on their insulin pump, which had occurred at least three times. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.